Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of 7 treatment shocks. Per the patient's husband, the patient was at home sitting in a chair at the time of passing. The husband reported that the patient was wearing the lifevest and the device was alarming. Ems reported that the patient had been treated by the device and then removed the device. Ems reported that the patient was in vf when they arrived and not wearing the device. Ems reportedly shocked the patient 13 times with an external defibrillator. Ems reportedly performed CPR on the patient for 20 minutes. The patient arrived at the hospital at 12:06pm and was pronounced 4 minutes later. Review of the downloaded flag and ECG data indicates that the device first detected vt at 10:45:04 am. The ECG data showed vt at 250 bpm with motion and CPR artifact, preventing a treatment from being delivered. The patient's rhythm transitioned to vf and the first four appropriate treatments were delivered between 10:49:00 and 10:50:55 am. The first 3 treatments failed to convert the arrhythmia and the post-shock rhythms remained vf. The post-shock rhythm of the 4th treatment was an idioventricular rhythm at 50 bpm. At 10:57:47 the electrode belt was disconnected and device shutdown normally. It is unclear who shut down the device at this time. At 10:59:36 am the monitor was powered on. The device detected vf and delivered 3 additional treatments between 11:02:54 and 11:03:49 am. The device was unable to convert the rhythms. The post-shock rhythm remained vf. A final treatment sequence was entered at 11:05:20am. The ECG shows vf with CPR artifact, which prevented a treatment. The electrode belt was disconnected at 11:10:02. It is unclear who disconnected the electrode belt. Per ems report, the patient was not wearing the device when they arrived and the patient passed at approximately 12:10pm.